Event description:
A pt reported experiencing inaccurated high results with a profile meter. The pt's blood glucose results were 300 mg/dl on the meter/fingerstick and 148 mg/dl at the lab/venous. Tests were done a few minutes apart. The pt was not using genuine one touch strips; pt used and has been using unichek strips. Unknown at this time if the unichek strips are whole blood or plasma calibrated. If whole blood, the difference is 127% and if plasma calibrated, 103%. Meter in range with checkstrip, (81) 75-99. Unichek strips lot 11291a8p, code 8, exp 4/18/2003, opened in 2002, control range 119-179. With one touch control result was 156 eight days later. Unknown if pt had symptoms of high or low blood glucose, or any symptoms at all. Bases insulin on meter results. No medical intervention. The notes state that when pt did not feel well they ate a piece of sugar. Pt did not experience any adverse events. No further info has been reported.